Event description:
Multiple breast procedures in past which were complicated by wound infections and tissue dehiscence. On 4/8/97 pt underwent bilateral breast reconstruction with textured saline implants. She has since developed a class iii capsule on left, and a class ii capsule on right with some scarring laterally. On 3/5/99, pt underwent surgery for removal of implants, capsules and scar tissue. Pt was then augmented bilaterally with silicone gel implants. Implants were removed intact. Devices sent to pathology.